Manufacturer narrative:
Concomitant products: product ID 3777-45, serial # unknown, explanted: (B)(6) 2014, product type lead; product ID neu_un known_lead, serial # unknown, product type lead; product ID neu_ptm_prog, serial # unknown, product type programmer, patient. Analysis of the lead serial # unknown found that the stim lead body/conductor was broken, the anchor site was unknown. All conductors were found to be broken 21.4 cm from the distal end.

Manufacturer narrative:
Concomitant product: product ID: 3777-45, lot#, serial# unknown, explanted: (B)(6) 2014, product type: lead. Product ID: neu_un known_lead, lot# serial# unknown, product type: lead. Product ID: neu_ptm_prog, lot# serial# unknown, product type: programmer, patient. (B)(4) analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a fractured lead wire. The event occurred during normal use. It was noted that there was high impedance but a value was not specified. It was further noted that all eight electrodes appeared to have high out of range impedances. It was noted that device registration reflected that the patient had only one active 3777-45 lead. Upon interrogating the patient¿s implantable neurostimulator (ins) system it was discovered that the patient had two leads according to programming. The patient confirmed that they had two leads implanted. The patient noted that they had bilateral leg pain but only received paresthesia in the left leg. The patient needed it in the right leg as well. It was noted that there was a loss of paresthesia in the right leg due to high impedance in the lead implanted for the right leg. It was noted that x-rays confirmed the patient had two leads and it was determined which lead was not functioning. That lead was removed and replaced. The serial number of the lead with the fractured lead wire/not functioning was not known since device registration was not accurate. Diagnostics or troubleshooting included impedance testing and reprogramming. The issue was resolved. Symptoms or complications associated with the event included loss of paresthesia in affected right leg. The location of the issue or symptom was described as the right side implant. The cause of issue was not determined. Actions required as a result of the event included revision. The product status of the lead with model number 3777-45 was explanted-complete and replaced. The date of explant was (B)(6) 2014. The lead was replaced with a 3777-60 lead. The patient¿s status was alive with no injury.